Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.5x15mm synergy¿ drug-eluting stent was advance through 6f guidezilla¿ ii guide extension catheter in the ascending aorta. However, the stent was caught during the transition and it was noted that the stent was accordion. Both devices were removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.